Event description:
The customer reported via phone call that they received emergency medical services on (B)(6) 2022 due to low blood glucose. Customer's blood glucose was 25 mg/dl and the current blood glucose was 157 mg/dl. Customer treated low blood glucose with dextrose. Customer did not stated any symptoms related to low blood glucose. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. Customer alleged that the insulin pump was over delivering the insulin. No further patient complications were reported. Troubleshooting was performed. The device will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.